Event description:
Customer reported on (B)(6) 2013, that a (B)(6) unresponsive male patient was found on the floor, by his spouse at their place of residence. The length of time that the patient was down is unknown; however, it is believed that it was a short period of time. Patient's spouse immediately dispatched a call to 911. When ems arrived on scene, they performed manual CPR immediately. Manual CPR was performed for approximately 10 minutes, prior to deployment of the autopulse. The autopulse platform was deployed with no issues. The autopulse successfully performed compressions for about 10 minutes. Once the patient was moved to the stretcher, the autopulse unit was stopped to perform a pulse check. After this, when the autopulse was restarted it displayed a "realign patient" message. The autopulse was powered on/off again while the users confirmed that the patient was aligned properly. It performed five compressions and then stopped again with the same "realign patient" message, which recurred several more times. The crew discontinued the use of the autopulse. During transit to the hospital, manual CPR was continued. Patient was transported to the hospital via ambulance. The hospital was located approximately 4 miles from where the incident occurred. The ER physician continued manual CPR for approximately another 10 minutes. Crew attempted to deploy the autopulse again. The device was restarted, the lifeband was pulled up and the autopulse performed a few compressions. When the crew stopped the autopulse to perform another pulse check, the same message of "realign patient" displayed again. Use of the autopulse was discontinued. One round of epinephrine was administered at the hospital. Manual CPR was performed (exact time not provided), until the physician pronounced the patient dead. Rosc (return of spontaneous circulation) was never achieved. Customer indicated that the cause of death was a heart attack. It is unknown if an autopsy was performed. Customer does not attribute the patient's death to the autopulse stoppage as the patient had a history of cardiac arrhythmias and hypertension. No further details were provided.

Manufacturer narrative:
Product in complaint was returned to zoll circulation on 12/11/2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.